Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a myocardial infarction (mi). The patient did not have a history of cardiac events and was not on cardiac medications. The targeted lesion was 1.1cm in size and located in the right lower lobe. During the ion procedure, the anesthesia team noticed st depression; therefore, the procedure was aborted. One hour after terminating the procedure, the patient experienced a mi. A MRI revealed new brain lesion and the patient was subsequently intubated for refractory status epilepticus. A code was not required, but the patient remained intubated in the ICU with atrial fibrillation (afib) and rapid ventricular rate (rvr) and onset of complex partial unrelenting seizure. Per the physician, the ion system did not cause or contribute to the mi, but believed general anesthesia in the setting of immunotherapy induced congestive heart failure (chf) was the cause. Additionally, the physician believed a mi could have occurred via another biopsy modality. The diagnosis was organizing pneumonia. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A review of a video clip provided by the customer was conducted. The video recording shows the user registering, then navigating to ¿target 2¿ in the right upper lobe (rul). The user performs radial ebus (rebus) workflow, takes cloud biopsies using a cryoprobe, then retracts and removes the catheter prior to navigating to ¿target 1¿ in the right middle lobe. The user performs rebus workflow and takes some biopsies with a cryoprobe, then retracts and navigates to ¿target 3¿ in the left upper lobe. The user takes a few needle passes, performs rebus workflow, then takes cloud biopsies with a cryoprobe prior to retracting the catheter and undocking the ion system. In the fluoroscopy view, linear ultrasound with flow can be seen, then the recording ends shortly thereafter. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer (mso). Per the mso: "an adult male patient underwent an ion biopsy. He was on immunotherapy but had no prior history of cardiac diseases. During the procedure, he was found to have an abnormal EKG change and the procedure was aborted. In the post-procedure period, he developed an acute mi, atrial fibrillation, seizures, and a brain lesion on MRI (possible infarct). There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data, the procedure may have exacerbated an unknown underlying cardiac comorbidity. There is no evidence the event was device related based on the available data. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 5 arrhythmias (0.02%) and 1 myocardial infarction (0.004%). One prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction or arrhythmias. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. Another case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013."